Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. X-ray examination of the device identified no anomalies. An attempt was made to interrogate the device and it was noted the icm could not be communicated with. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis found no evidence of internal shorting, at this point no cause could be established.

Event description:
It was reported that this insertable cardiac monitor (icm) device battery reached end of service (eos) earlier than expected. The device reached eos after less than six months implanted. Boston scientific engineering reviewed and provided that data indicates the battery depleted prematurely. Boston scientific technical services (ts) suggested the icm device should be returned for analysis if explanted. Subsequently an explant procedure was scheduled. The icm device was explanted and replaced to continue monitoring. Device has not been returned at this time. No adverse patient effects were reported. Device has subsequently been returned and analysis performed.

Event description:
It was reported that this insertable cardiac monitor (icm) device battery reached end of service (eos) earlier than expected. The device reached eos after less than six months implanted. Boston scientific engineering reviewed and provided that data indicates the battery depleted prematurely. Boston scientific technical services (ts) suggested the icm device should be returned for analysis if explanted. Subsequently an explant procedure was scheduled. The icm device was explanted and replaced to continue monitoring. Device has not been returned at this time. No adverse patient effects were reported.